Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, with 510k number k191595.

Event description:
The customer observed false positive architect troponin results generated on an architect i2000sr analyzer, (B)(6) for a 58-year-old patient. The patient was admitted to the hospital and referred to cardiology. No reason could be found for the high troponin results. The following results were provided (cutoff <34 ng/l): sid: (B)(6): (B)(6), (B)(6) 2026 troponin I results = 298 ng/l and 296 ng/l. Sid: (B)(6): (B)(6), (B)(6) 2026 troponin I = 314 ng/l and 321 ng/l roche tnt <16 (normal). Historical results for the patient run on (B)(6): (B)(6) 2023 troponin I results = 276 ng/l, 276 ng/l, 257 ng/l, (B)(6) 2023 troponin I result = 234 ng/l, (B)(6) 2023 troponin I result = 249 ng/l, (B)(6) 2025 troponin I result = 324 ng/l, (B)(6) 2025 troponin I result = 308 ng/l, (B)(6) 2025 troponin I result = 295 ng/l. There was no impact to patient management.